Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. No part is required to be returned. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Event description:
It was reported to philips by a customer that the unit's nav-ring was defective. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme stated the nav ring issue. The rse advised the front bezel white for the unit is covered under field change order and issued a full discount. The repair is pending.